Event description:
The customer reported to olympus, the gastrointestinal videoscope had weak air and water supply. The device was returned for evaluation. During the device evaluation, a foreign object inside the nozzle was found. There were no reports of patient harm or injury. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. In addition to the reportable finding documented in b5, the non-reportable evaluation findings are as follows: bending angle in up direction did not meet the standard value due to wear of the angle wire, water removal ability did not meet the standard value due to clogging of the nozzle, and adhesive on the bending section cover had a crack. The following parts had a scratch: scope connector cover, right/ left knob, up/ down knob, forceps elevator lever, forceps elevator knob, scope cover, suction connector, universal cord, grip, control unit, connector cover, and connecting tube. The following parts had discoloration: light guide lens, objective lens, right/ left knob, up/ down knob, forceps elevator lever, and forceps elevator knob. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the legal manufacturer's final investigation and information received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. The foreign material could not be identified and the cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and it is unknown if reprocessing was performed according to the instructions for use (IFU). The event can be detected and prevented by handling the device in accordance with the following IFU: gif-ez1500 operation manual chapter 3 "preparation and inspection" shows how to detect the event. Gif-ez1500 reprocessing manual chapter 5 "reprocessing the endoscope (and related reprocessing accessories)" shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported event was found during inspection before use. The intended procedure was diagnostic and completed using a different device.